Manufacturer narrative:
Reporter's phone number: (B)(6).

Event description:
It was reported to philips that the device sometimes there is no ECG waveform. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the problem. The asp indicates (B)(6) needs to be installed on the device. The device had (B)(6) installed and the device problem was fixed. No further actions at this time.